Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected field: d10, h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no gas loss when running the all manifold tests. However could not run the machine due to a faulty connector on the front end board. The fse replaced the front end board. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h6 ( component codes ). Corrected field : e1 ( event site email ) , h6 ( medical device ¿ problem code ,investigation findings , investigation conclusions).

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) was reporting a gas leak. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e.1.: full event site telephone is: (B)(6). A supplemental report will be submitted upon completion of investigation.